Manufacturer narrative:
(B)(4). Evaluation summary: there were no reported product deficiencies. The reported patient effects of hypotension and arterial perforation are listed in the xience prime, xience prime sv, and xience prime ll, ce, everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A cine file was reviewed by an abbott vascular physician/clinical specialist. The reviewer noted a balloon dilatation was performed in the mid-section of a moderately calcified lad. A stent was deployed at the site of a discrete distal lesion. A stent was then deployed in the proximal/mid lad. Post-deployment a perforation/extravasation was noted approximately mid-stent. A second stent (assumed to be the graftmaster) was then deployed across the area of perforation. The images were consistent with the incident description. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.0x12mm xience v. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly calcified lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5x20mm trek balloon dilatation catheter (bdc) at high pressure. A 3.0x12mm xience v stent delivery system (sds) was successfully advanced to the distal lad and was successfully deployed. Then the 3.5x38mm xience prime sds was successfully advanced and deployed at 12 atmospheres (atm). The unspecified inflation device gauge dropped to 10atm, thus the inflation device was re-inflated to 12atm. Reportedly, there was no leak or issue noted with the sds. After deflation and withdrawal of the 3.0x12mm xience v sds, a perforation was noted in the mid-section of the deployed stent implant. A 3.5x26mm graftmaster was deployed to seal the perforation, causing a clinically significant delay in the procedure. Additionally, the patient had experienced hypotension, and was treated with atropine, adrenaline, and levofed. There was no additional information provided.